Manufacturer narrative:
This report is being filed to correct the mft report# of smdr 1(submitted under MFR. Report #2028159-2017-03538) all further follow-up will be reported under this MFR. Report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction provided in g.9. Additional information is provided in d.10., h.3., h.6. And h.10. The initial MDR for this event was submitted under report manufacturing number 2028159-2018-01022 this is report is to address follow up report 1: follow up report 1 was originally submitted against report manufacturing umber 2028159-2017-03538, is being resubmitted against report manufacturing number 2028159-2018-01022 follow up report 2 for this event was submitted under 2028159-2018-01022 the system was examined and the reported event was replicated. The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system w was manufactured on (B)(6) 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lamp. However, how or when the lamp became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lamp needed to be replaced during to a retinal procedure. The staff switched to the upper ports to complete the surgery. There was no patient harm.